Event description:
A hospital in the (B)(6) reported that the pressure line port cap of the pressure manifold on the rt329 infant breathing circuit kit was coming off during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was accidentally discarded by the hospital. Another rt329 was received in an unsealed bag and was visually inspected. Results: the luer port plug was not fitted in the luer port of the rt329. Conclusion: the rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the cap in place. The pressure manifold is pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that it is likely that the luer plug fitted on the breathing circuit's pressure relief manifold became loose post production, possibly during transport. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: -"check that all connections, caps and/or plugs are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"patient monitoring is recommended."